Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the hill-rom versacare bed was pulled toward the individual, the wheel of the bed caught the cord of the kendall scd that was on the floor. When the bed stopped abruptly, the footboard came off it's slot and fell with the scd machine still attached to it. When it fell, the individual was still holding the footboard resulting in an injury to the left wrist. The injury was a torn left scapholunate ligament that needed surgery on (B)(6) 2017.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.